Event description:
During a remote follow-up, noise that resulted in oversensing was noted on the right atrial (ra) lead. Lead damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.